Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the keypad cover was found to be fully intact; no damage or peeling observed. The complaint that the up arrow, down arrow, and ok keypad buttons were under responsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any key contacts. The pump case was removed and no anomalies were found to the keypad flex or connecter. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked on the side, extending from the threads to the case seal. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was damaged/punctured. The audio bolus button responded appropriately to button presses; however, the button was difficult to press. The audio bolus button cover was removed and the white button slug was found to be misaligned. The returned battery cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).